Event description:
Additional information received reported other than morphine and dilaudid, the pump was also used to deliver clonidine.

Event description:
It was reported that a confirmed motor stall noted in the event logs with no motor stall recovery had occurred. The manufacturing representative stated that the patient had a magnetic resonance imaging (MRI) and that only 5 minutes had elapsed since the patient left the mr field. The drugs delivered via pump were morphine and dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).